Event description:
It was reported an implant fractured at the collar at tooth site 46. Implant was removed completely through surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvmb11 (imp, tsv, mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed. Bone debris on external threads. Damage to the implant was identified. The implants collar was fractured. A fractured screw was identified inside implant. Fractured screw was confirmed by the doctor to be damaged during the removal process. Device history record (DHR) review was completed for the subject lot number 1237378. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1237378 for similar events and one other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implant was fractured at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.